Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager latch failed, causing difficulty in unlocking the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager latch failed. A field service engineer observed the smart remote manager box peeling from the refrigerator, shut down pyxis, removed and cleaned both surfaces, applied new double-sided tape, reattached and aligned the srm box with latch and hasp, tested manually to confirm proper fit, restarted pyxis, and verified functionality with escort login and test. The system functioned as intended after the field service engineer repaired the device.